Event description:
A complaint was received regarding a signal loss while wearing the adc device using freestyle libre 2 app. As a result, the customer had a blood glucose test performed and was provided glucose by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Attempts were made to replicate the user complaint of receiving high/low glucose alarms on android/fsl2 version 2.7.1.6886 using a known good libre 2 sensor was successful. No issues with the app were not identified. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.